Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/11/2019.

Event description:
The customer reported that they cannot calibrate the touchscreen. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 14 november 2019. Date of this report: 15 november 2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen calibration issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The fse calibrated the new touchscreen and the unit passed the required test of the performance verification successfully. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated.